Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, during stomach stapling, the stapler was not able to fire, the surgeon was able to press the green button and squeeze the handle. There was poor staple formation and the staple line was not full. There was a non permanent tissue damage as a result of this problem. The reload used did not cut and staple properly so surgeon had to use another one to repair tissues to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.